Event description:
Lawyer reported that one of his clients suffers a loss because of her metal on metal hip prosthesis.

Manufacturer narrative:
The information was provided by an attorney. At this time, no additional information is available. If additional information is received, it will be provided in a supplemental report.